Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation flow sensor and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator was not reading the tidal volume. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.